Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances and a return of pain. Contact 2: 25,700, contact 3: 25,190, contact 8: 25,540, contact 9: 24,370. Ran connection test, noted one contact was red, then rep did an impedance check, found four contacts out. Rep then was able to reprogram around the impedances to patients satisfaction. Met with patient for reprogram, he was complaining that his controller was not allowing him to adjust stim up. The patient controller showed a ¿settings not available, cannot provide your desired intensity settings¿ error. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that the same issue was occurring. There were high impedance, greater than 40,000. A loss of stimulation and return of pain were noted. Patient was not able to increase program intensities through the patient controller, so rep connected, checked impedances, and reprogrammed on available contacts to achieve coverage and ability to adjust intensities. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.